Event description:
Boston scientific received information that this device was unable to be interrogated. Boston scientific technical services (ts) was consulted and suggested that the device be explanted as we cannot guarantee therapy effectiveness. The device was explanted and replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was unable to be interrogated due to low battery voltage; however a memory download was successfully completed. Due to the depleted battery, therapy availability testing was not able to be completed. The device case was opened and an external power supply was connected. The device was successfully interrogated. Based on nominal settings, the rate of battery depletion was as expected. Having met the engineering longevity prediction, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated s